Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer did not report that the product was returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, pre-dilatation was performed on the proximal left anterior descending (lad), 95% stenosed lesion using a 3.25x15mm trek balloon catheter. Following, a small dissection was noted. There was no treatment provided and no prolonged hospitalization. The dissection resolved without sequela. Post procedure, the patient experienced elevated cardiac enzymes. On (B)(6) 2015, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effects. It should be noted that the reported patient effect of dissection is an observed and potential patient effect as listed in the trek rx coronary dilatation catheters (cdc), instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.